Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a procedure, there was no phacoemulsification power in the sculpt mode. The surgery was completed with no harm to the pt. Add'l info has been requested, but none has been received to date.